Manufacturer narrative:
A partial lead measuring 45.8 cm with the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that poor sensing was observed on the right ventricular lead. Patient has documented episode of cardiac arrest due to vt/vf, not due to transient or reversible cause. Prior to procedure, a small to moderate hematoma was noted in the right femoral area. The lead was explanted and replaced. There were no complications during the procedure. Patient¿s condition was stable.